Event description:
Caller reported a malfunction on pump, which did not coincide with any notable events. Impact on customer's blood glucose level was unknown as caller declined to answer whether it exceeded 500 mg/dl. Technical support provided pump reset information and assisted in resetting pump, after which malfunction did not recur. Customer was advised to continue using pump and to call back if issue recurred, which caller acknowledged and understood.